Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from technical support, was noted to be out of warranty and in process of renewal, and no additional information was received regarding the outcome of the event.